Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary for (B)(4): we did receive performance data collected from the device and have analyzed the data. Time of recommended replacement time (rrt) in save to disk on (B)(6) 2011, the device battery rrt was less than or equal to 2.6251 v. There was a patient alert for low battery voltage on (B)(6) 2011. The last battery measurement data in the save to disk file shows the battery voltage at 2.6148v on (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary for (B)(4): the device was received and analyzed. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Actual longevity is < 80% of 99.9% longevity limit. We did receive performance data collected from the device and have analyzed the data. Time of recommended replacement time (rrt) in save to disk on (B)(4)-2011, the device battery rrtwas less than or equal to 2.6251 v. There was a patient alert for low battery voltage on (B)(4)-2011. The last battery measurement data in the save to disk file shows the battery voltage at 2.6148v on (B)(4)-2011.

Event description:
It was reported that the device triggered elective replacement indicator (eri) and there may have been premature battery depletion. It was also reported that the patient was 100% paced since implant and the device was programmed to high outputs throughout the device life due to high left ventricular thresholds. The device was removed and replaced and the lead remains in use. No patient complications have been reported as a result of this event.